Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the high impedances have not been determined. The issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 97791, lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Devices were returned to manufacturer.

Manufacturer narrative:
H3: analysis of the [ins], model [97715], s/n [(B)(6)] , revealed the implantable neurostimulator (ins) was functional and not in new condition. Analysis of the [lead], model [977a260], s/n [(b)(6] , revealed conductors 0, 1, 2, 3, 5, 6 and 7 were broken 19.7 cm from the distal end and the braid is broken 19.5 cm from the distal end. Analysis of the [lead], model [977a260], s/n [(b)(6] , revealed conductor 5 was broken 20.2 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that contact number 7 is now also showing impedances greater than 40,000. Met with patient today (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). High impedance was reported. This was not observed on the day of surgery. Contacts 0-7 were over 40,000 ohms, and contact 13 was over 40,000 ohms. Loss of stimulation was reported. The rep checked the impedances on (B)(6) 2025 after the patient experienced a loss of stimulation on (B)(6) 2025. The patient experienced the first issue with high impedance (B)(6) 2024, at that time there was only one contact with high impedance. The cause was not known. The issue was ongoing. A device revision was scheduled for (B)(6) 2025, where the patient would have a lead and possible battery replacement.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the issues with contact 7 is not known. Rep created multiple groups programmed around contact 7 to resolve the issue. Rep spoke to the patient, the programs they created that utilized 8-15 contacts are working appropriately. The programs using the other contacts (0,1,2,3) they programmed are no longer working properly. The patient reports message stating can not provide desired intensity when attempting to turn up the programs using (0,1,2,3,4,6). The patient switched stimulation back to the group/programs using contacts (7-15) that are working appropriately. No additional troubleshooting is planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported she was unable to increase her stimulation. Rep met with her to troubleshoot the issue. Rep found that impedance values were high for contact #5 at approx 40000. Rep was able to adjust the stimulator programming to avoid contact #5.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.